Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer service they went to in center hemodialysis on (B)(6) 2022 and felt sick after the first stick, then when at home. The patient reported on (B)(6) 2022 they ended up going to hospital and was diagnosed with peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 following abdominal pain and cloudy peritoneal effluent fluid. Laboratory results obtained while the patient was hospitalized were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to non-adherence to aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient was transitioned to in-center hemodialysis (hd) due to general non-compliance to pd therapy orders prior to this hospitalization. The patient presented to the hd clinic for his first treatment on (B)(6) 2022 and became nauseous upon seeing the hd needle. The patient refused the hd treatment and underwent pd therapy that evening. The patient¿s symptoms presented on the following day. It was unknown what antibiotics were prescribed to the patient while hospitalized. The patient was able to undergo hd therapy on a hospital provided hd device (unknown brand and model) for the duration of this admission. The patient was discharged to home on (B)(6) 2022. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge.